Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems device fired 5 or 6 staples, then it became blocked and would not fire. Also at times would fire 2 staples at the same time. Another instrument was used to complete the case. There was no consequence to the pt.